Event description:
Drive devilbiss healthcare was notified of a complaint regarding a rollator by an end user who stated, "the backrest bracket broke sending him to the floor." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Attempts were made to retrieve the product for investigation. The end user is unable to return the unit for investigation and doesn't have anyone who can assist him. A full replacement was sent to the end user. Drive will continue to monitor complaints for any related trends.